Event description:
It was reported that the patient's electrode array had migrated. The electrode array perforated the tympanic membrane and extruded out of the cochlea. The patient's device was explanted and the patient was reimplanted with another advanced bionics device.